Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the leads eroding through the pocket. Cultures were taken, although there was no sign of infection at the time. No further patient complications have been reported as a result of this event.